Event description:
It was reported that the patient experienced inadequate stimulation. The physician assessed the pain could be improved if one of the spinal cord stimulation leads were repositioned higher to cover the pain area. Additionally, the patient experienced more pain over left thoracic area and since she responded so well to the therapy, an additional lead was requested to be placed to manage that pain. Therefore, the patient underwent a lead revision procedure where the one right thoracic lead was replaced and positioned higher, and an additional lead was implanted to cover the left thoracic area. The explanted lead was not returned as it was retained by the medical facility.

Manufacturer narrative:
Brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7075726. Brand name: linear 3-6, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 7076522.